Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the outer insulation is cut at 15.3cm. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed pericardial effusion due to a suspect mico-perforation by the right atrial (ra) lead. A pericardiocentesis was performed. The lead was later explanted and replaced. No further patient complications have been reported as a result of this event.